Manufacturer narrative:
Batch review performed on 08 july 2020: lot 1907400: (B)(4) items manufactured and released on 12-dec-2019. Expiration date: 2024-12-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices involved in the event. Liner: mpact 01.32.3644hct flat pe hc liner ø36/e lot. 1908280 (k103721). Batch review performed on 08 july 2020: lot 1908280: (B)(4) items manufactured and released on 23-oct-2019. Expiration date: 2024-10-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 lot. 1908990 (k112115). Batch review performed on 08 july 2020: lot 1908990: (B)(4) items manufactured and released on 11-feb-2020. Expiration date: 2025-01-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the cup, liner and head. The surgery was completed successfully.